Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and gel and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, stress marks and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress mark in the shell.